Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage found on the connector. Unable to perform the displacement test and self test due to no button response. Also the pump was received with a cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was moving with no input. The customer stated that the middle button on the insulin pump was unresponsive. The customer reported that pressing menu button take them to the menu screen and using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer reported that an alarm was in progress at the time the button was unresponsive. The customer stated that the block mode was inactive. The customer stated that the insulin pump had an insulin pump error alarm. The customer was able to successfully clear the alarm. The customer stated that all buttons were not responding. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.